Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse contacted the biomed and explained that parts will be ordered and upon receipt of parts, service will be scheduled to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported an issue with the navigation ring (nav-ring) "naverin intermitted". The device was in clinical use at the time of the event; however, there was no report of patient or user harm.